Manufacturer narrative:
The device was not returned to any of olympus locations. Therefore, olympus could not investigate the device. The user facility requested an answer to the concern. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
The user facility is concerned that the cleaning and disinfection performed using the device may be inadequate. In addition, the user facility is concerned about cleaning and disinfection using the device as follows: the connector part of the device to which the connecting tube is connected was not soaked in the cleaning liquid during cleaning and disinfection, so it is possible that the connector part was in a dirty state even after cleaning and disinfection were completed. Since the connector part is always touched by hand when connecting the connecting tube, the endoscopes touched by the same hand may have become unclean. Therefore, endoscopes may be inadequately cleaned, even if the cleaning has been completed. There was no report of infection associated with this report. Detailed information about the user facility was unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device, since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.